Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified brachial vein. A 5.0mm x 20mm x 135cm (4f) sterling balloon catheter was advanced for dilation. However, during the fourth inflation at 12 atmospheres, the balloon ruptured. The device was removed without problem. The procedure was completed with a different device. There were no patient complications nor injuries reported.